Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer troubleshoot the problem. Screen is now working but the s/n is invalid. Vyaire medical tech assisted the customer thru resetting the s/n to correct one. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that he replaced the front panel assy cause the touch screen was not acting right and had to touch icons several times before they would change. The reporter confirmed that there is no patient involvement associated on this event.